Event description:
The recipient is reportedly experiencing no lock and no sound. Device testing could not be completed due to loss of lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly electrocuted when placing a slightly damp plug into a socket while cleaning. The external visual inspection revealed sliced silicone overmold on the bottom cover and a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The condition of the electrode prevented an electrical test from being performed. The device passed some of the tests performed. A resistance was measured between the power and electrode ground case nodes and the power and electrode ground case. These are lower than expected values. The failure of this device is attributed to a short circuit inside the analog integrated circuit. It is believed that the reported external electrical shock experienced by the recipient led to an overload voltage, damaging structures inside the analog chip. This ultimately caused the device to cease functioning. Advanced bionics will continue to monitor for occurrences of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.